Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an internal air leak was observed in the return line of two (2) prismaflex st150 sets during continuous renal replacement therapy. The machine did not alarm. The volume of blood loss was unknown. The sets were replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.